Event description:
Per additional information received, the patient has experienced blood loss, intravesically eroded sling (erosion), sling perforating the dome, wall of bladder (foreign body in patient, perforation of organ), urinary tract infection, visible mesh, urinary urgency, urinary frequency, scar (scarring), voiding dysfunction, dysuria, filaments in bladder dome, bladder diverticulum, inflammatory tissue (inflammation), and required nonsurgical and additional surgical interventions.

Manufacturer narrative:
H11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced urinary problems, recurrence, dyspareunia, mesh extrusion excision, infection, bowel problems, bleeding, neuromuscular problems, vaginal pain, treatment with estrogen cream, stress urinary incontinence, treatment with anticholinergic medications, pyelonephritis, bilateral hydroureter, bladder diverticulum, cystocele, rectocele, vaginal prolapse, exploratory laparotomy, abdominal sacrocolpopexy, perineorrhaphy, cystoscopies, constipation, atrophic vaginitis, hormone replacement therapy, microscopic hematuria, urge incontinence, stage two chronic kidney disease, incisional hernia with repair and fibroinflammatory changes.

Event description:
It was reported by the patient's attorney that patient has suffered persistent urinary incontinence, pelvic pain, bladder infections, erosion of her bladder, and has undergone three separate procedures to remove the eroding mesh and repair the damage done to the bladder.

Event description:
Correction: follow up #2 was filed as follow up #1.